Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose and flush drive support disk. The device was received with cracked case at display window corners, broken reservoir tube lip, minor scratched lcd window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 160mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.